Event description:
It was reported that the patient underwent a revision procedure wherein leads were added for left sided coverage and the ipg was replaced for magnetic resonance imaging (MRI) conditionality. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.